Manufacturer narrative:
Block b3: exact date unknown, event occurred three years ago. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2317700. Model: sc-2317-70. Serial: (B)(6). Batch: 20898131/5089078.

Event description:
It was reported that the patient was experiencing inadequate pain relief. The patient underwent a spinal cord stimulator (scs) explant procedure and the patient was doing well postoperatively. The explanted devices were not returned as they were disposed by the facility.